Event description:
It was reported that the anesthesia system failed the afgo valve leakage test during system check out, there was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our company field service engineer investigated the anesthesia system at the hospital and it was reported that a pilot valve that controls the activation of the afgo valve did not function properly and thus causing the afgo valve test to fail. The defective part was replaced was replaced but has not been returned for investigation. The anesthesia system was cleared for clinical use after successful testing. The logs confirm the reported issue. The true reason why the pilot valve malfunctioned has not been determined.

Event description:
Manufacturer's reference number: (B)(4).